Event description:
This is the eight of eight reports for this reported event.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review and complaint history review could not be conducted. The photos attached to the parent complaint were reviewed by the manufacturing site. The seven photos are of a forty two knives taped to high-density polyethylene fibers labels and one knife in a blister, the reported product was confirmed and lot information was not confirmed. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the eight of eight reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that multiple ophthalmic knives were noted to be dull during separate cataract surgeries. An alternate knife was obtained in order to complete each procedure. There was no harm to any patient.